Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted h4: device manufacture date: unknown due to the combination of an unknown model and lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during a cardiomems implant procedure, the physician used an 11 fr terumo in the groin but had issues trying to draw the pulmonary artery (pa) saturation. The physician then switched to internal jugular (ij) access using another 11 fr terumo sheath, and the wire was lost twice during the advancement of the delivery catheter. The physician believes this occurred because the scrub technician's gloves were too wet, causing a poor grip on the wire. The sensor was pulled out, and a new sensor was opened and deployed successfully. However, they were unable to calibrate the sensor due to electromagnetic interference (emi). The abbott representative took the pressures to do the calibration off the table, and calibration was completed successfully in the recovery room. The procedure was longer than anticipated due to the two access sites and advancement difficulties, but the patient did not require any additional sedation or medications. There were no adverse consequences to the patient, and they were discharged the same day. Additional information was received on 10 jan 2025: the product involved was an 11 french (fr) terumo introducer sheath. Additional information was received on 24 jan 2025: two medwatch reports mw5164515 and mw5164516 were received with the same information as above.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for procedure complications because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Based on the additional information received, it is likely the sheath did not contribute to the procedure complications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).